Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4524-45 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that there was noise and oversensing on the right ventricular (rv) lead. Variable impedance measurements were also noted when programmed bipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo.